Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer was assisted with troubleshooting for the high readings. The customer stated they felt fatigue. The customer treated with one-touch ping pump. Customer's blood glucose value was 501 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. There were no air bubbles, site and insulin issues. There was a leak coming out of the infusion set quick release. The device settings were correct. Customer was sent equipment for high pressure test and was advised to call back and contact healthcare professional for recommendation. The product will not be returned for analysis.